Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms intermittently while the pump was being charged. The contact reported after unplugging the pump, insulin delivery was able to be resumed. There was no impact to the customer's blood glucose (bg) level.